Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this pacing therapy was not delivered when it was required on the atrial channel. The physician suspected the cause was most likely due to a type of exit block. No device issues were identified. A revision procedure was performed and the atrial lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and there was dried blood in the neck region. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. Laboratory evaluation did not find any lead abnormalities that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.